Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a battery hand piece. It was reported that the control jams during operation. Reportedly, the machine did not turn off. No further information was provided.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history record has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The shaft of the trigger was completely dry, which indicates that the reprocessing was not correctly made, the instruction for use required lubrication of the shaft and the bore of the front plate, where the trigger shaft goes thru was worn out.